Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
Operative report for the surgery done on (B)(6)-2006 stated "failure of fixation of the right total hip with the acetabulum migrating into the pelvis." The patient is a (B)(6) year old who had a cementless ceramic on ceramic total hip done a few years ago and presented to the office last week with his leg significantly shortened, in marked pain in his right hip. X-rays showed his cup to be penetrated through the medial pelvic wall and superior.